Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure. No device malfunction was suspected, it was just in bad location and the pants rubbed against the battery site on her pant line. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure wherein the ipg will be relocated.

Event description:
A report was received that the patient was experiencing pocket pain. The patient will undergo a revision procedure wherein the ipg will be relocated.